Event description:
It was reported that the temperature display was not stable in the temperature sensing foley catheter after using several times. Per notification received from investigator on 12jan2023, it was stated that the cable measurements were found to be out of specification during evaluation.

Manufacturer narrative:
The reported event was confirmed as supplier related. Photo samples were submitted, however, could not be evaluated for the reported failure. The extension cable was returned without the original packaging. No damage to the cord was noted. Connections of the cord to the plug and socket were secure. Using a multimeter, the cord was tested for and found to have continuity. The cord was connected to an in-house temperature sensing catheter submerged in a water bath (119118 lot ngevz327) the cord was then attached to a kilo device and the temperature displayed erratically from no reading and ranged from 27.4 c to 37.2c. Though the temperature displayed erratically, the sample meets the specification "plug and jack must be firmly secured to wire." Using a caliper, the cable was measured and the tip to mono jack, plastic insulator to mono jack, tip and indentation diameter measurements were found to be above specifications as the cable is supplied by wonik corporation u.s.a., ltd. (F.k.a international importers) this event will be confirmed supplier related. A potential root cause for this event could be operator error. The lot number is unknown; therefore, the device history record could not be reviewed. A label/pack review is not required as a review of the label could not have prevented the reported event. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the temperature display was not stable in the temperature sensing foley catheter after using several times. Per notification received from investigator on 12jan2023, it was stated that the cable measurements were found to be out of specification during evaluation.